Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) replaced the power supply (0014-00-0033-05), 5000h maintenance kit (0040-00-0147) and the battery (0997-00-0985-01) and safety disk assembly (0997-00-0985-01). Performance checks were made and the device was returned to the user in working condition.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the check by customer, cs300 intra-aortic balloon pump (iabp) had a defective part of power supply. There was no patient involved.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. A getinge field service engineer (fse) replaced the power supply (0014-00-0033-05), 5000h maintenance kit (0040-00-0147) and the battery (0997-00-0985-01) and safety disk assembly (0997-00-0985-01). The 0040-00-0147 (5000h maintenance kit), 0146-00-0039 (battery), and 0997-00-0985-01 (safety disk) were all expired previous to the replacement. Performance checks were made and the device was returned to the user in working condition.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (investigation findings , component codes).

Event description:
N/a